Event description:
According to the reporter: procedure: saphenous vein harvesting. The customer reports the proximal and distal clips had been placed and the surgeon cut in between. The flap was sewn and within 24 hours the pt had to be brought back to the or because of a hematoma. The clips were found to have fallen off the free flap vessels. The hematoma was drained and the bleeding was stopped. Efforts have been made to obtain more info. No additional info has been provided at the moment.